Event description:
It was reported that the left ventricular capture management was unable to measure the threshold due to the integrated bipolar sensing interval. The left ventricular pacing was turned off and an x-ray will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular non-sustained tachycardia equal to 200 ms on (B)(6) 2011 14:31:24.